Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Event description:
The event occurred on an unspecified date involving a tego® connector that had a blood leak. The tego bung was being used on a child receiving hemodialysis via central venous catheter (cvc). It was reported that other lumen of the cvc, bung noted to leak around the rubber around outside of bung. It was not leaking from the cvc end when tested with syringe. There was patient involvement but no report of patient harm.

Manufacturer narrative:
Additional information: d4 - lot #: possible lot numbers are 5510015 and 5470698. D9 - date returned to mfg: 8/29/2022. The device was received for evaluation; however, the investigation is not complete.

Manufacturer narrative:
The complaint of leakage on the returned one used ego¿ connector, appx 0.05 ml (list #d1000, unknown lot number) can be confirmed. The tego failed the specification leak test. The tego was disassembled to evaluate the probable cause of the leak. A tear can be observed when looking under the seal on the side of the tego. The tear was located at the base of the inner lumen part of the seal. The origination near one of the side tap on the bottom and tore towards the opening at an angle. The probable cause of the tear of observed on the inner seal is unknown. The possible lot numbers (5510015 and 5470698) were reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information for the possible lot number's d4 - expiration date and h4 - device mfg date are the following. Lot number 5510015 (expiration date: 07/01/2026 and mfg date: 07/21/2021) lot number 5470698 (expiration date: 06/01/2026 and mfg date: 06/30/2021) d9 - date returned to mfg is 8/29/2022